Manufacturer narrative:
Updated: d9, g2, h3, h6, h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the cold light (kl) connection was found to be loose. The investigation further noted that there were deep indentations in the material which indicate that the connector was opened forcefully with a tool. The root cause of the issues was determine to most likely be attributable to the use of excessive force during use/reprocessing. In addition, the following non-reportable malfunction(s) were found during the device evaluation: - bent sheath/cladding tube olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the telescope, 3 mm, 30° had a broken attachment. The issue was found during reprocessing. There were no reports of patient harm.